Manufacturer narrative:
Correction: the previous initial MDR submitted on august 17, 2021 was filed inadvertently. This MDR was a duplicate. Any further information will be provided with report number 6000034-2021-02467. This report is submitted on august 18, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient was a non-user as he has been in sign-language environment all his life and did never get any hearing function from the cochlear implant. Now he wanted to remove the implant after being a non-user for 22 years. The device was explanted on (B)(6) 2021.